Manufacturer narrative:
The investigation determined that higher than expected vitros amon quality control results were obtained on a vitros 5,1 fs chemistry system. The most likely cause of the event is user error due to improper handling of vitros amon slide cartridges. No instrument service was required. Acceptable vitros amon quality control performance was observed using an alternate slide cartridge.

Event description:
The customer obtained higher than expected vitros amon quality control results on a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested during the time frame that the higher than expected quality control results were obtained. There was no allegation of patient harm as a result of this event. (B)(4).